Event description:
I am reporting a severe material quality failure and resulting physical/systemic injuries associated with custom prescription orthodontic clear aligners manufactured and dispensed by smileie. Clear aligners are FDA-classified class ii prescription-only medical devices. Over an extensive and exhaustive 30-month treatment cycle involving multiple failed refinements, the thermoplastic polymers provided by smileie consistently suffered catastrophic structural degradation. The aligners repeatedly split, cracked, and physically disintegrated inside my mouth during ordinary, intended wear. As a direct result of these defective materials breaking down against my oral tissue, I sustained physical oral lacerations, loose teeth, jaw pain and severe, strongly suspected systemic endocrine disruption. Following these product failures, I requested my custom manufacturing specifications, material safety data sheets (sds), and custom device history records (DHR) to trace the polymer composition and toxicity thresholds for my medical team. On july 8, 2026, smileie issued a final written refusal to provide this tracking data, hiding behind their "direct-to-consumer" retail architecture and stating that they "cannot provide the information requested" due to internal corporate "limitations." By actively withholding my manufacturing lot numbers, device history logs, and chemical safety data sheets, smileie is actively concealing toxicological evidence critical to my ongoing medical treatment and endocrine recovery. I request an immediate FDA safety audit into smileie's material supply chain, manufacturing post-curing guidelines, and their compliance with quality system regulations (21 cfr part 820) to prevent further consumer injury from these degrading materials.